Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error during rewind. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had changing batteries, rejects battery per battery change, backlight was dim, grinding noise when rewind and scratches on screen did not affect ability to read screen. Customer declined troubleshooting. The insulin pump will not be returned for analysis.